Event description:
Hill-rom received a report from a hill-rom tech stating the bed was found with the scale reading 10 pounds off. The bed was located at the account in (B)(6). There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the left head scale block still in place. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech removed the left head scale block to resolve the issue. Based on this info, no further action is required.